Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that no ¿click¿ sound was heard when the connector was locked together was inconclusive since the complaint could not be verified from the video that was provided for investigation. The video showed the assembly of the 4fr single-lumen (s/l) groshong connector. The assembly process observed in the video appeared to follow the sequence of steps as outlined in the instructions for use (IFU). The video showed a groshong s/l catheter without the stylet. With the distal connector over the catheter, the tubing was advanced over the metal cannula on the proximal connector. As the connector pieces were initially mated together, the connector was not in the frame of the video recorder. The connector was brought back into view as the connector was pushed together. The video contained audio; however, at no time was an audible click heard as the connector was locked together. The user manipulated the catheter and connector after mating the two pieces of the connector. As the connector barbs are fully attached, the IFU states, ¿a tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the statlock* stabilization device compatible connector with extension leg.¿ since the physical sample was not returned for investigation and since the tactile sensation could not be verified from the video, the complaint was inconclusive. A lot history review (lhr) of redv1893 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (redv1893) have been reported from the same facility in china.

Event description:
It was reported that no "click" sound was heard when the oversleeve portion of the extension tubing was being attached to the connector following the catheterization. Blood aspiration did not go smoothly.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv1893 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (redv1893) have been reported from the same facility in (B)(6).

Event description:
It was reported that no "click" sound was heard when the oversleeve portion of the extension tubing was being attached to the connector following the catheterization. Blood aspiration did not go smoothly.